Manufacturer narrative:
In this case, the cause for the atrioventricular septal defect is related to the trans-septal approach. The edwards s3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the s3 valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the s3 valve in this scenario.

Event description:
During a trans-septal valve in valve procedure, post deployment of a 26mm sapien 3 valve within a pre-existing 27mm pericardial mitral valve, a septal occluder was used to close the patient¿s large iatrogenic atrial septal defect. Initially, the commander delivery catheter/sapien 3 valve was advanced across the interatrial septum with some difficulty. The valve was then positioned within the old valve. During rapid pacing, the valve was deployed. The patient recovered fairly quickly and the delivery system was removed. Echo showed a normally functioning valve with low gradient and trace intravalvular regurgitation. The iatrogenic atrial septal defect measured at 10.5mm and it was ¿felt best to close the large defect¿. A12mm amplatzer septal occlude device was prepped and advanced through the delivery sheath and deployed uneventfully. The device was released and remained in stable condition. All sheaths were removed and hemostasis was achieved with perclose and the right vein a z stitch. The patient tolerated the procedure well. The patient was extubated at the end of the procedure and transferred in stable condition to the cardiac recovery unit.